Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly/motor. The pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 143 mg/dl at the time of incident. The customer replaced the batteries but still no response from the buttons. The customer stated that the pump was worn with the keypad against the skin. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.